Manufacturer narrative:
The philips remote service engineer (rse) contacted the customer, and their alleged malfunction was confirmed. The rse provided the customer with a quote for a replacement speaker assembly. The faulty speaker has been replaced and the unit has returned to working specification. No further investigation or action is warranted at this time.

Event description:
It was reported there was a loudspeaker fault, and it did not ring anymore. It was unknown if the device was in use on a patient at the time of event, there was no adverse event reported.